Manufacturer narrative:
(B)(4). Investigation summary: examination of the returned instrument confirmed the reported observation. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Territory (B)(4) reported that although the instrument set in question was not used in the procedure, the instruments were opened and evaluated. During the evaluation we noticed the torque limit driver was disassembled. Examination of the returned instrument confirmed the shaft of the attachment component separated from the handle component. A search of the complaint database found similar complaints that it is suspected to be the result of the handle becoming stuck with mating product and the handle damage occurring when separating the instruments by the user. The root cause of the instruments getting stuck together and the handle breaking is by having a spring in the handle break, and then not seating the instrument all the way with the mating instrument. It is realized however that a design improvement could alleviate this issue. Eco 400743 for product 297500300 was implemented on january 03, 2013 to ensure full seating of the t-handle during assembly. Eco400743 for product 297500300 reclaim bolt toro wrench hndl was established and drawing changes initiated to ensure full seating of the t-handle during assembly. This is expected to alleviate the items from becoming stuck together and having to forcibly separate them. Per the eco all product in process, current in-house and field inventory, will be use as is. Per eco400743 on pronged stem stabilizer print, 297500400: add darken engrave guide line geometry on bolt torque wrench adaptor. Add two laser mark arrowheads on bolt torque wrench adaptor post with 180 degree separation. The guide line and arrowhead are added to ensure full seating of the t-handle during assembly. The date code a0111 that can be found on the instrument indicates the instrument was manufactured in january of 2011 and is over 7 years old. The instrument was manufactured prior to the change. Monitor complaints through post market surveillance (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that although the instrument set in question was not used in the procedure, the instruments were opened and evaluated. During the evaluation we noticed the torque limit driver was disassembled.